Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a case in aortic position by transfemoral approach, a bent inflow strut was noted on the 26mm sapien 3 ultra valve while advancing the commander delivery system. The device did not advance beyond the expandable portion of the esheath. The sheath and delivery system were removed as a unit. Once withdrawn, a liner puncture was noted on the sheath. A dissection was noted and repaired with a bare metal stent with distal flow confirmed.

Manufacturer narrative:
Based on the new information received from pre-decontamination evaluation of the returned device, there was no liner puncture. As such, this event is no longer considered reportable, and this correction is being submitted.

Event description:
As reported by the edwards field clinical specialist, during a case in aortic position by transfemoral approach, a bent inflow strut was noted on the 26mm sapien 3 ultra valve while advancing the commander delivery system. The device did not advance beyond expandable portion of the esheath. The sheath and delivery system were removed as a unit. A dissection was noted and repaired with a bare metal stent with distal flow confirmed. Pre-decontamination evaluation of the returned device showed the delivery system and valve partially inserted through 14f esheath+, liner partially expanded at approximately 3.5" from strain relief, with a very small lift in the liner at 7" from strain.